Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from the date of manufacture (B)(6) 2018 to the present date (B)(6) 2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs.

Event description:
The customer reported that the keypad is not correlating to buttons being pushed. No patient involvement is noted.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the keypad is not correlating to buttons being pushed. No patient involvement is noted.